Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A colonoscopy was being performed to remove a large cecal polyp. It was unclear was to what settings were used. Additionally, upon activation, there were no visible signs of cauterization but smoke was present. The physician then switched to another erbe esu (icc model) to complete the procedure. The pt complained of pain from the abdomen down to his leg. Therefore, laparoscope surgery was performed on the pt. After an appendectomy, a pinpoint perforation of the cecum was discovered. Therefore, a partial cecectomy was performed to address the perforation. The pt was discharged the following day and doing well.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event (note: upon the initial check and unrelated to the reported issue, some routine service work was done on the unit.). Most likely there were many factors involved in the reported event including the pt having a large polyp in a very thin walled area. However, it appears that upon the intervention, the remaining tissue of the bowel wall in the cecum did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the issue, additional in-service work was offered to the hospital's endoscopy staff. Erbe USA, inc. Is now closing the file on this event.